Event description:
A 3.4 inr with protime system when using a "material" that should be 4.1 inr. Nature of "material" not reported. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.